Event description:
During paroxysmal procedure, the stylet broke the purge line which resulted in patient bleeding. The device was exchanged.

Manufacturer narrative:
One 6f ultimum introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The root causes of this issue were determined to be consistent with a manufacturing issue.

Event description:
During paroxysmal procedure, the stylet broke the purge line which resulted in patient bleeding. Manual compression was used to stop the bleeding. The device was exchanged.